Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, technical support was contacted to review noise episodes noted on the device. The noise was not reproducible and the device was reprogrammed to avoid further episodes. The patient was in stable condition.